Event description:
It was reported this was a new pump patient and he had the pump programmed at ¿012 mg/day.¿ it was reported the patient was experiencing urinary retention so the pump was turned down to minimum rate mode. The pump was being filled with 1 mg/ml of drug today to achieve a lower dose. The pump was being used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient.